Event description:
The customer is having problems calibrating the axsym rubella igg reagent, lot# 58294m101 and lot# 58295m101 with master calibrator, lot# 58185m100. The issue was not resolved by centrifuging the calibrator. The issue was resolved by using reagent lot# 60943m100 with master calibrator lot# 60003m100. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.